Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient exhibited mottling of both lower extremities while distal perfusion catheters were in place, with staff confirming the presence of distal perfusion signals. A circulatory support pump was inserted using right-side percutaneous femoral arterial access and was later removed. During support, the patient experienced lower-extremity ischemia and ultimately expired. No additional information regarding patient characteristics, device performance, or expectations for product return was available.